Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a bacterial infection. Enterococcus bacteremia was identified with positive blood cultures. Antibiotic treatment was necessary and the complete implantable pulse generator (ipg) system was explanted and replaced with leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.